Event description:
It was reported that the shaft of two screws broke during attempted removal within a surgery to address adjacent level disease progression. The tips of the screws could not be easily retrieved so the surgeon chose to leave them implanted. There have not been any reported patient impacts associated with the remaining screw tips. This is report two of two for this event.

Manufacturer narrative:
D10 entered in error. Additional information in d4: UDI number, h4, and h6: method, results, and conclusions codes. The polaris screw was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00319.

Event description:
It was reported that the shaft of two screws broke during attempted removal within a surgery to address adjacent level disease progression. The tips of the screws could not be easily retrieved so the surgeon chose to leave them implanted. There have not been any reported patient impacts associated with the remaining screw tips. This is report two of two for this event.